Event description:
It was reported that, during patient use, the ventilator's screen froze. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event. The service engineer (se) evaluated the ventilator and verified the customer reported condition. The se updated the operating systems and boot loader software. The ventilator passed self-testing.